Manufacturer narrative:
The device was not returned for investigation and imaging was not available. It was noted by the proctor the depth location step occurring prior to the large bore procedure had already taken place prior to her arrival. Vessel size, tortuosity and calcification presence were reviewed and met manta criteria. The procedural sheath used was a 26.4f od. Indications for use state the manta vascular closure device is indicated for closure of femoral arterial access sites while reducing time to hemostasis following the use of 10-20f devices or sheaths (12-25f od) in endovascular catheterization procedures. Additionally, the device description lists the 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths (maximum od of 25f). The surgeon was informed manta 18f can close up to a 25f diameter hole and there is not enough supporting data to confidently close any larger diameters. The surgeon understood the risk he was taking but wanted to try anyway. Manta was deployed and following closure, severe bleeding was present at the access site. Due to the severity of bleeding, a surgical cut down was required and manta was explanted. The root cause of the bleeding is the access site was larger than mantas closure capability per indicated in the IFU. IFU precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, other access site complications leading to bleeding, possibly requiring surgical repair is identified as a potential adverse event related to the deployment of vascular closure devices. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists other access site complications leading to bleeding and requiring surgical intervention as a possible adverse event related to the deployment of vascular closure devices. In addition, manta is indicated for closure of femoral arterial access sites while reducing time to hemostasis following the use of 10-20f devices or sheaths (12-25f od) in endovascular catheterization procedures. An investigation has been opened to review device history record and risk documentation.

Event description:
An evar was performed on (B)(6) 2019. The evar sheath used was labeled as 24f with an outer diameter (od) of 26.4f. Manta 18f is only indicated to close following procedural sheaths between 12- 25f od. Manta 18f vascular closure device was deployed according to protocol. Following closure with manta there was "severe" bleeding at the access site. A surgical cut down was required to close the access site and manta was explanted. The patient was said to be fine following the procedure.